Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis of stented segment is listed in the absolute pro peripheral self-expanding stent system instructions for use, as an adverse event that may be associated with the use of a stent in peripheral arteries and/or biliary tree. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional absolute pro devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022, three absolute pro stents (6.0x40, 6.0x120, 6.0x80) were implanted in the 100% stenosis in the mildly calcified, proximal left superficial femoral artery (sfa). On (B)(6) 2023 the patient had a persisting stenosis in the index vessel and a persisting pre-existing wound on the index leg. Decision was made to treat these. On (B)(6) 2023, the patient was re-admitted to the hospital. Surgical removal of the calcified stenosis was performed at the femoral bifurcation (index leg) and angioplasty of the sfa (index lesion) was performed. On (B)(6) 2023 a bedside abscess splitting of the persisting wound was performed. The patient condition has resolved. There was no device deficiency. No additional information was provided.